Event description:
Info received indicates the brakes are engaging but not holding.

Manufacturer narrative:
The tech found a screw broken in hex rod. The tech replaced the hex rod and screw to repair the bed.